Event description:
Company representative reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The device was implanted after expiration date.

Manufacturer narrative:
The physical device has been received and a lab evaluation has been opened but not yet completed. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture and use error requested on january 02, 2025. Lot number 2274868 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Use error: observed according to the implantation date. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Lab analysis: the device related to the reported events use error and rupture was received on january 21, 2025 with lot number 2274868. Based on the product analysis performed, the assessments of the complaint codes are: use error: observed per reported implantation date. Rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. No additional observations performed on the device. No further actions are required peer/ supervisor reviewer. Additional, changed, and/or corrected data: h3, h6.

Event description:
Company representative reported "rupture". This record is for the left side. Device was explanted.